Manufacturer narrative:
The device was received in used condition. The device was returned without t1, t2 or suture. The delivery needle distal end is slightly twisted. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ functional test proved that the device actuates as intended. No root cause can be confirmed with regards to the manufacturing of the device. No further investigation is warranted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the implant did not deploy. No information available as to which implant did not deploy. It was reported that the medial meniscus was torn and a partial meniscectomy was required. A backup device was available to complete the procedure. A short delay of less than 30 minutes was reported.